Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that the pump and catheter were explanted due to the pump flipping in the pocket. The date this began was unknown. It was unknown what environmental, external, or patient factors may have led or contributed to the issue. It was also unknown what actions, interventions, diagnostics, or troubleshooting occurred. The issue was resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.